Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that an alliance inflation syringe was used during an esophageal dilatation procedure. The procedure took place on (B)(6) 2012. According to the complainant, during procedure, the balloon was attempted to be inflated using the syringe, but the needle in the gauge of the device got stuck at 2 atm. The operators attempted to free the needle by hitting the gauge, but it remained stuck. Since the gauge was not providing accurate readings it was removed from service and disposed. It was reported that the procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: the complaint device was disposed, so the complaint that the gauge was reading inaccurately could not be confirmed. However, gauge accuracy issues can be caused due to damage during handling such as a small drop that could jar the internal gauge components. Therefore, the most probable root cause for this complaint is handling damage.